Manufacturer narrative:
Patient information unknown. Event date unknown as we don¿t know when the patient began experiencing physical limitations when lifting. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. On (B)(6) 2017 two (2) plates and twelve (12) cortex screws were removed due to the patient having physical limitations when lifting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware was implanted on an unknown date in 2003 for a radius and ulna fracture. On (B)(6) 2017 two (2) plates and twelve (12) cortex screws were removed due to the patient having physical limitations when lifting. Two (2) 3.5mm ti lc-dcp plate 6 holes/77mm and seven (7) cortex screws were removed. Five (5) cortex screw shafts were retained in the ulna bone. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Part number: 423.56, lot number: 4408401: part manufacture date: may 13, 2002. Manufacturing location: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lc-dcp plate 6 holes/77mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
It is unknown if fragments were generated from the broken product.